Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading into the delivery tube. A side biter clamp was used to complete the procedure. No further patient complications were reported by the hospital.